Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusionscan be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreignmaterial prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a loss of prime issue. The reporter stated that recurrent loss of prime alarms had occurred and that the cartridge had been changed since the last loss of prime alarm occurred. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.